Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. High venous pressure alarms occurred during a routine hemodialysis treatment. The alarms could not be resolved and treatment was discontinued without performing rinseback of the pt's blood resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Reported blood loss attributed to clotting of the extracorporeal blood circuit. There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of clotting. Facility staff attributed the alarms to ongoing problems with the pt's vascular access which is scheduled for surgical revision. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.